Event description:
The patient reported to st. Jude medical that they received a heart transplant in 2004. It was reported that the device was turned off using a magnet. The physician removed the lead and disconnected it from the ICD. The device delivered inappropriate therapy two times post-surgery, causing the pt a great deal of pain. The device was then turned off and explanted.